Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, leak testing, clear passage testing and clamp function testing were performed and found no abnormalities that could have caused or contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one while the patient was connected. The patient stated that the air was pumped into their body. The patient also noted negative drain volume in initial drain. The patient immediately pressed stop and disconnected after noticing air bubbles in patient line. The renal therapy service agent (rtsa) advised the patient that the homechoice would need to be set up with new supplies before the next usage. The rtsa assisted the patient to end the therapy and removed the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.